Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h4 and g3, as reported on the initial. The aware date on medwatch 8010047-2021-15509 was changed from "5/nov/2021" to "20/oct/2021." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer error description could only partly be confirmed. An image disappearance could not be confirmed. Even with the cut cable, the image was still available. The reported issue of "camera has no contact with processor" did not occur during the overall review. The reported issue of ¿cracks in the cable" was confirmed. A leak in the cable was detected and a replacement was recommended. It can be surmised that the cause of image loss was wear of the video socket. It was also surmised that customer mishandling occurred with increased use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of tears in the cable was confirmed. During inspection, the device displayed an image. The video socket was also found to be worn, which may have contributed to the reported image loss reported by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, ¿the camera has no contact with processor, tears in the cable¿ prior to an unknown procedure. During a follow up with the customer, the customer clarified the nurses found the image was not visible anymore on the hd camera head. There was no reports of patient harm associated with this event. This MDR is being submitted to capture the customer¿s allegation of ¿no image was visible anymore.¿